Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer replaced the needle and successfully filled the cartridge. Blood glucose was 316 mg/dl and insulin delivery was resumed.